Event description:
The base of the drain line is disengaged from the connector (access tip). Clinic states that they have discarded the affected bottle but they have observed the same weak point for other bottles and that these bottles are available for investigation. Mendale pump with continuous suction was connected. Making an x-ray to exclude a pneumothorax. Suspected pneumothorax. No additional information provided.

Manufacturer narrative:
Our manufacturing quality engineer (qe) received one sample from catalog 50-7210, lot 0001151891 and one sample from catalog 50-7510, lot 0001194777 for evaluation. Both in their opened packaging. Failure mode could be confirmed since during visual analysis the qe identified the drainage line was disconnected from the bottle and product had no evidence of being used. Additionally, a device history review was also performed for the reported/returned lot numbers confirming procedural and functional requirements needed for the product to be released were met. The most probable cause for the reported failure mode is manufacturing personnel not properly performing the assembly of the components and not identifying the failure during visual inspection. To prevent the recurrence of the reported failure the plant has performed awareness training to applicable manufacturing personnel. This failure mode will be entered into the complaint management system to be tracked/trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
(B)(4). Follow up submission will be completed post investigation or if additional information becomes available.

Event description:
The base of the drain line is disengaged from the connector (access tip). Clinic states that they have discarded the affected bottle but they have observed the same weak point for other bottles and that these bottles are available for investigation. Mendale pump with continuous suction was connected. Making an x-ray to exclude a pneumothorax. Suspected pneumothorax.